Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for investigation. During the evaluation of the device at the third-party service center, the device was visually inspected deteriorated foam. The device was scrapped. Dirt/dust found in the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.